Event description:
It was reported that the introducer hub allegedly disconnected from the delivery system after about 3 cm of deployment. The filter allegedly got stuck in the sheath. The physician was able to put the delivery system back into the sheath and pull back at the introducer hub to get the filter deployed. Reportedly, the filter was shifted down 2 cm from the optimal deployment location. No pt injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The result of the investigation was inconclusive, as the sample remains implanted and was not returned for eval. The current instructions for use state: stabilize the handle and pull back on the introducer hub to retract both the introducer sheath and delivery device. Retract the introducer hub until the handle bottoms out against the proximal edge of the delivery catheter hub. This will release the g2 filter into position. The instructions were not followed by the physician in this case, causing the introducer hub allegedly to disconnect from the delivery system.